Event description:
This spontaneous report was received on (B)(6)-2011 from a husband reporting for his (B)(6) wife from (B)(6). The consumer did not have any known medical history. The concomitant medications were not reported. On (B)(6)-2011, the consumer used o.b. Unspecified, one tampon, once in the morning, vaginally for menstruation (lot number and expiration date unspecified). On the same day, when she tried to remove tampon, string and part of the tampon broke and came out. Part of the tampon also stuck inside her vagina. The action taken with the device was unknown. The event did not resolve. The report was assessed as non serious event and the company causality was assessed as possible. No sample was received for evaluation as of (B)(4), 2011. No lot number was provided with the complaint. A review of the data associated with this complaint category revealed no adverse trends and no trend involving this lot number. Complaint trends will continue to be monitored. This report was considered a reportable malfunction case in (B)(4).

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.